Manufacturer narrative:
A review of the device history record was performed and nothing relevant to the reported event was found. No similar complaints were found in this lot. When the device was received the distal tip end was broken off (approximately 0.8cm) and had not been returned with the catheter. The remaining distal tip end appeared stretched. During visual analysis, bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. Kinks were observed in the sheath assembly, the hub o-ring was not in the proper place, one hub wing was bent and the guidewire exit port was lifted which all appear to be unrelated to the reported issue. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The product performed within specification during image characterization testing. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Examination of the fracture site showed stretched areas, suggesting that the device was pulled against resistance, resulting in the observed tip separation. However, follow up responses stated that no resistance was noted. The issue occurred during withdrawal of the imaging catheter outside of the sheath. Because of this, it is possible that procedural/anatomical factors caused or contributed to the reported issue, limiting the performance of the device. A root cause of undeterminable was assigned to this complaint for the tip detached/separated issue.

Event description:
The physician performed imaging of the lesion in the left common iliac artery (cia) with an intravascular ultrasound (ivus) catheter, prior to stent placement, during percutaneous transluminal angioplasty (pta). The lesion was, 90% of stenosis, moderate calcification, and moderate tortuous. The physician successfully completed imaging of the lesion with the ivus. During the removal of the catheter from the outer sheath to outside the patient the physician noticed the tip was detached, however no resistance was encountered. The patient was reported to be fine following the procedure.

Manufacturer narrative:
The detached tip fragment was not returned with the catheter.

Event description:
The physician performed imaging of the lesion in the left common iliac artery (cia) with an intravascular ultrasound (ivus) catheter, prior to stent placement, during percutaneous transluminal angioplasty (pta). The lesion was, 90% of stenosis, moderate calcification, and moderate tortuous. The physician successfully completed imaging of the lesion with the ivus. During the removal of the catheter from the outer sheath to outside the patient the physician noticed the tip was detached, however no resistance was encountered. The patient was reported to be fine following the procedure.